Event description:
It was reported ongoing intermittent occlusion alarms occurred. The customer's blood glucose level was "high", a specific value was not provided on (B)(6) 2026. The customer addressed the elevated blood glucose level by administering a correction injection. The customer continued to use the pump for insulin therapy and has a back-up plan if necessary.